Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had fo sensor module failure.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, e1 event site email, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The nurse does not wish to give any information other than the sn of the unit for repair. She states they will be removing the iab either tonight or in the morning and would like the pump serviced and repaired. They have a second pump in the room but do not wish to transfer the therapy to it. The nurse states they would not need assistance or guidance to transition to the second pump. Again, she will not give patient information or other information asked. She states the therapy is running as expected, has not been interrupted, will be discontinued soon because the patient is stable, and she does not see the need for the information to be shared. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.